Event description:
It was reported that the pump was alarming "no disposable". No patient injury was reported.

Manufacturer narrative:
No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated no issues were noted during manufacture.